Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the hospital with dark colored urine. The patient's lactate dehydrogenase (ldh) levels were extremely high. Pump thrombosis was suspected and the patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The device was not available for evaluation. The report of suspected thrombus and elevated lactic acid dehydrogenase (ldh) could not be confirmed. Device thrombosis and hemolysis are listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Indications of thrombus and how to respond to such events and recommendations on anticoagulation are also provided. The patient was exchanged to an heartmate 3 on (B)(6) 2018. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial MDR was reported on the wrong lvad. The serial number of lvad that was exchanged is still unknown.